Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified broken shell, creases, and missing shell. Weight measurement of the device identified device was underweight. A microscopic analysis was performed which identified a sharp edge broken. A dimensional measurement in the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment was one sharp broken edge in the posterior side assessed as unidentified (tear) opening, and missing shell assessed as inconclusive. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional report right side "patient¿s concern with the product." Additionally, healthcare professional reported "some tenderness", "felt like it moved sometimes", and rupture. Device has been explanted.